Manufacturer narrative:
(B)(4). Analysis of the device was not available at the time of this report. A follow-up report will be sent when analysis becomes available.

Event description:
It was reported that during the first refill following implant, a volume discrepancy was noted: "there was less medication than should have been according to interrogation readout". The catheter was replaced on (B)(6) 2011. During the replacement the pump was taken out and filled with 40 ml of medication by the physician. Following this when the patient visited the physician for the next refill, the pump was empty. The interrogation indication 11ml remaining in the pump. X-ray of the pump with the needle in the medication reservoir was taken. It showed that the bevels were completely collapsed and needle was in perfect placement. Physician then filled the patient's pump with saline and planned a pump replacement. A dye study was carried out on (B)(6) 2011 using a cap (catheter access port) kit. The dye showed no issues. The pump was only replaced. Patient recovered w/o sequela. The attached pump logs also showed a motor stall and recovery on (B)(6) 2011.

Manufacturer narrative:
Analysis of the pump revealed significant damage to the reservoir septum while implanted; the septum is leaking.

Event description:
The catheter replacement done in (B)(6) 2011 was done because in (B)(6) 2011 they had done fluoroscopy imaging and saw that the catheter was correctly connected, but it had migrated completely out from the intrathecal space. The patient wasn't getting as much medication, so she was feeling ill; she had less pain control and new neurological symptoms of sensory change. The pump was delivering morphine.